Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. No "expiration date", "UDI" and "device manufacture date" could be provided as no lot number was supplied. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check and calibration were passing within specifications at the time of the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The abbott alinity assay detects antibodies directed against the nucleocapsid protein. Per the sars-cov-2 igg ii instructions for use (IFU), part number (pn) c69158 a: ¿currently no reference standard is available for this assay¿ ¿multiple laboratories and companies are working to rapidly develop vaccine candidates in a short period of time employing vaccine strategies targeting the rbd of the s1 protein with initial data indicating that an antibody response from this region may be neutralizing to sars-cov-2. The ability to identify neutralizing antibodies to the rbd of the s1 protein may prove to be an important tool to study the immune response of sars-cov-2.¿ ¿results obtained with the assay may not be used interchangeably with values obtained with different manufacturers¿ test methods.¿ the access sars-cov-2 igg ii assay is not labelled for vaccine response detection. The access sars-cov-2 igg ii is not standardized against an international standard; it is not appropriate to compare the values generated from the current igg ii assays i.e au/ml with the abbott alinity assay results in bau/ml. Depending upon the vaccine administered, the antibodies generated may be different and therefore the test result may differ depending upon the specific antibody being detected by the assay in use in the laboratory. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. Per FDA safety communication on 19may2021 ¿results from currently authorized sars-cov-2 antibody tests should not be used to evaluate a person¿s level of immunity or protection from covid-19 at any time, and especially after the person received a covid-19 vaccination. While a positive antibody test result can be used to help identify people who may have had a prior sars-cov-2 infection, more research is needed in people who have received a covid-19 vaccination.¿ in conclusion, the cause of the event cannot be determined. The access assays is not labelled for vaccine response detection. Additionally, the results obtained with different assays that are not standardized to the same standard are not comparable. The different assays both gave reactive results. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2021 the customer reported one low sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number not provided) result was generated for one vaccinated patient on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The customer reported that the initial access sars-cov-2 igg ii result was 16 au/ml (reactive: = 10.0 au/ml) but considered as too low when compared to the abbott alinity sars-cov-2 igg result (116 bau/ml). The patient had received the second dose of astrazeneca vaccine three weeks before sample collection. The customer was expecting higher results. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. Per customer¿s verbal report, system checks and calibrations have been passing and quality control (qc) was within the laboratory¿s established ranges. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.